Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/21/2020. H.6. Investigation: bd had performed a technical evaluation of the customer's sedi-40 instrument. The equipment was evaluated and the customer's indicated failure mode for stopped working with the incident lot was observed. The service report identified that as well as being out of calibration the fan was noisy and the tube cover was damaged. It was identified that the instrument was out of calibration and the tube cover was damaged and both were replaced. H3 other text : see h.10.

Event description:
It was reported that bd sedi-40 instrument had a hardware or software malfunction. The following information was provided by the initial reporter: "customer insert the tube into the rack of the instrument. The instrument starts mixing. After the mixing process the instrument is analysing the sample. After a short time period the instrument terminates the analysis due to llo error message. All rejected samples have been verified with instrument sn (B)(6). With instrument sn (B)(6), all samples can be read."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number

Event description:
It was reported that bd sedi-40 instrument had a hardware or software malfunction. The following information was provided by the initial reporter: "customer insert the tube into the rack of the instrument. The instrument starts mixing. After the mixing process the instrument is analysing the sample. After a short time period the instrument terminates the analysis due to llo error message. All rejected samples have been verified with instrument sn (B)(4). With instrument sn (B)(4), all samples can be read."